Event description:
It was reported that the patient lost therapeutic effect following a bike accident. The device was subsequently revised with replacement of the ipg. In addition, the lead was replaced and moved. The patient also reported pain at the lead and bladder, both before and after the revision. The patient stated that the device worked well during the day, but not at night. The hcp was checked the patient records and spoke to the patient. The issue has been resolved.